Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced bruising at the sensor insertion site on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient's mother stated that there was bruising and redness located under the sensor patch that goes away after 36 hours. Affected area was treated with no-sting barrier film. Patient's mother stated that they use a no-sting barrier film regardless of whether or not the patient is using the continuous glucose monitor (cgm), due to a connective tissue disorder that the patient has. Patient's disorder makes the patient more prone to bruising. The no-sting barrier film was prescribed in (B)(6) 2013. No additional event or patient information was provided.